Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection however the reported failure was confirmed by the technical assistance support (tac) team. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to verify that all serial digital interfaces (sdi cables) were securely connected and then cycle through the monitor inputs to check for signal detection. When the monitor continued to display-no sync, tac instructed the staff to connect the serial digital interfaces (sdi cables) to another wall port. After performing this step, the image appeared on the monitor, confirming the issue was with the original wall port. Tac recommended that the defective port be inspected and confirmed that no further assistance was needed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor exhibited no image. The event occurred during inspection for use. There were no reports of patient involvement.